Manufacturer narrative:
(B)(4): the source of the complaint was verified to be the associated paddle lead. Visual inspection of the proximal found a setscrew mark on e8, and the associated cable was fractured from the electrode. This suggested the setscrew was tightened on the wrong position during the procedure, and the damaged cable caused the intermittent stimulation. In addition, one of the tails was detached from the paddle, and three electrodes were missing. Additional information was received that the missing electrodes were not left inside the patient¿s body.

Event description:
A report was received that during device analysis, it was determined that the associated cable was fractured from the electrode and the damaged cable caused the intermittent stimulation. In addition, one of the tails was detached from the paddle, and three electrodes were missing.